Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed to be within the cartridge tubing. There was no reported adverse impact to the customer. Reportedly, the customer successfully primed the bubbles out of the tubing using the fill tubing feature.